Event description:
A medtronic rep reported that a surgeon confirmed there was an inaccuracy with a screw placement but reported it to be human error. The surgeon placed six screws, the first screw was off, the other 5 were accurate. The surgeon reseated the screw and verified that the placement was accurate. There was no negative impact to the pt. Medtronic navigation is filing the MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Manufacturer narrative:
No allegations were made of medtronic navigation's device causing or contributing to the pt event. Per the reported event, the surgeon confirmed that the inaccuracy was due to human error. The device has not been returned to the MFR.